Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿mix air out of range (oor)" background alert message and diagnostic code indicating backup ventilation. Although requested, information pertaining to patient intervention and outcome has not been provided.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿mix air out of range (oor) background alert message and diagnostic code indicating backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and found a relevant diagnostic code confirming the backup ventilation. The fse replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba). The fse also found a compressor battery red light/malfunction as an additional issue and replaced the compressor battery to solve this issue. The ventilator passed all tests and calibrations according to the manufacturer specifications at the time of service and was returned to the customer. The likely cause of the event was isolated in the field to a potential fault in bd cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional coding added to section h6 evaluation code result and component codes. H3 device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿mix air out of range (oor) background alert message and diagnostic code indicating backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and found a relevant diagnostic code confirming the backup ventilation. The fse replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba). The fse also found a compressor battery red light/malfunction as an additional issue and replaced the compressor battery to solve this issue. The ventilator passed all tests and calibrations according to the manufacturer specifications at the time of service and was returned to the customer. One battery was returned for failure investigation. On visual inspection, no damage was observed. Using the test ventilator, the bat tery was inserted into the primary battery receptacle with 2 led¿s displayed and 80% on the status display. At approximately 20 seconds, a red ¿!¿ for the primary battery receptacle was observed and the red battery fault indicator was triggered. Ac was pulled shutting down the vent. The analysis showed the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall ac power. The reported event was likely due to an hsc (hardware short circuit). With an hsc failure the battery will not work. The likely cause of the event was isolated in the field to a potential fault in bd cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿mix air out of range (oor) background alert message and diagnostic code indicating backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and found a relevant diagnostic code confirming the backup ventilation. The fse replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba). The fse also found a compressor battery red light/malfunction as an additional issue and replaced the compressor battery to solve this issue. The ventilator passed all tests and calibrations according to the manufacturer specifications at the time of service and was returned to the customer. One battery was returned for failure investigation. On visual inspection, no damage was observed. Using the test ventilator, the bat tery was inserted into the primary battery receptacle with 2 led¿s displayed and 80% on the status display. At approximately 20 seconds, a red ¿!¿ for the primary battery receptacle was observed and the red battery fault indicator was triggered. Ac was pulled shutting down the vent. The analysis showed the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall ac power. The reported event was likely due to an hsc (hardware short circuit). With an hsc failure the battery will not work. The bd cpu pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. He replaced component did resolve the issue in the field however, the returned component (bd cpu pcba) was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.